Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation, the left ventricular (lv) lead exhibited loss of capture. The lv lead was capped and replaced on (B)(6) 2025. The patient was discharged with no reports of adverse consequences.